Manufacturer narrative:
According to the information provided, the female patient underwent a reverse shoulder replacement surgery. Approximately 5 days later, ¿the patient was revised due to dislocation.¿ all humeral components were replaced, and a new constrained liner was implanted. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10 concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-15-05- eq rev locking screw. (B)(6),320-02-38- rs expanded glenosphere 38mm, +4mm offset. D4: catalog number, serial number, UDI and expiration date unknown. G4:510k is unknown due to specific device not being reported. H4: manufacture date is unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-20-00 - eq reverse torque defining screw kit.

Event description:
As reported, approximately two weeks post the patient's first revision surgery, the patient was revised again due to dislocation. The humeral stem, adapter tray, liner and glenosphere were exchanged. The surgeon used a hat try and changed the glenosphere from a 38mm to a 42mm. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.